Event description:
The reporter stated that the surgeon inserted an aa4203tl silicone toric lens. During the post-op visit the pt's manifest refraction was -4.0 and the target refraction was supposed to be -2.0. Additional info has been requested, but none has been forthcoming. If additional info is received a supplement medwatch shall be sent.